Event description:
It was reported by the rep the device was used during a laparoscopic lysis of adhesions. It was reported gas leak on trocar when 5mm devices were used. 6/10/98 no add'l trocar was pulled to complete case. There was no consequence to the pt.